Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular and right atrial lead both exhibited noise. Isometrics was performed and noise could not be reproduced. No intervention was performed. The patient would be continued to be monitored